Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown screw cortex/unknown lot number. Device is not expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) of a spiral fracture, while inserting the lag screw into femur the head of 4.5 titanium cortex screw broke off. It was reported that screw was fully inserted in patient and broken head of the screw was retrieved. No surgical delay was reported, procedure was successfully completed and patient/status outcome was reported as "fine". This report is 1 of 1 for (B)(4).